Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and impedance issue. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
Should not have been adverse event. Should have been malfunction not serious injury

Event description:
New information noted that the right atrial issue was noted during in clinic device check and it was a chronic issue. The lead was capped and replaced during routine device change out procedure. The patient¿s condition was stable post procedure.